Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a cracked bottom case. Force sensor bridge test found upon review of the event history log of the pump. Device then underwent functional testing; force sensor bridge test was found at power up, unable to calibrate the force sensor. A combination of force sensor, plunger cable and main board not operating as intended due to electrical short had caused the issue. The problem source has been determined to be unknown.

Event description:
Information was received that device alarmed force sensor bridge test-software sensed no voltage change when sensor test signal was asserted. No patient adverse effects reported.